Event description:
This is my adverse event report that I submitted with the FDA in (B)(6) 2013: since having essure placed, I have had many health problems. These problems are: back pain (severe, lower back), hip pain (both hips), heavy periods (soaking an over night pad in 1 hour), blood clots during period, painful intercourse, bleeding after intercourse, constipation (bowel movements sometimes 3 days apart), brain shocks (diagnosed as trigeminal neuralgia), chest pains (both sides, radiates into shoulder), spotting between periods, discharge (between periods), yellowish green color, no infections found, dizziness, spots/floaters in vision, weight loss (unexplained), hair loss (falling out 10-15 strands at a time), loss of energy (even after full nights sleep), heart palpitations, nickel taste in mouth, numbness/swelling in hands (both), ovarian cysts, pressure in buttocks when sitting, cavities in teeth (oral hygiene did not change after implantation), vibrating sensation in lower abdomen. I had a hysterectomy on (B)(6) 2013. My cervix, uterus, tubes and coils were removed. Since having the surgery, I have gotten my energy back, my hair does not fall out quite as much, my vision no longer has floaters, I am no longer dizzy and I have stopped loosing weight without trying to. Also, my hands don't swell as often anymore and I haven't had any rashes/hives since surgery.